Event description:
A malfunction occurred, identified by a malfunction code, but no notable events were reported prior to it. There was no reported adverse impact to customer's blood glucose level. The customer was assisted by technical support to reset the pump, resolving the issue. The malfunction code did not recur, and the customer was instructed to continue using the pump, with advice to call back if the issue reappeared.